Manufacturer narrative:
This report is submitted on march 21, 2018.

Event description:
It was reported that the patient developed a hematoma at the implant site in (B)(6) 2018, subsequent to sustaining a head trauma. The patient was treated with antibiotics (date and duration not reported) and the hematoma reportedly improved; however, in (B)(6) 2018 the patient experienced extrusion of the implant resulting in the decision to explant the device (date not reported).